Event description:
It was reported that bd ultra fine¿ pen needles does not detach as intended. This occurred on 80 occasions during use. The following information was provided by the initial reporter: material no:(B)(6) batch no: 9352085 it was reported that consumer found 80 from this box that will not remove the pen with the outer cap.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of(B)(6)2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles does not detach as intended. This occurred on 80 occasions during use. The following information was provided by the initial reporter: material no:320109, batch no: 9352085. It was reported that consumer found 80 from this box that will not remove the pen with the outer cap.